Event description:
Boston scientific crm received information that this right atrial (ra) lead presented with an increase in pacing thresholds to above 3 volts and poor sensing. It is believed that the lead had dislodged. A revision was performed to reposition this ra lead but finding a stable position in the heart was unsuccessful. The lead was explanted and replaced with a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
The ra lead was discarded and will not be returned for analysis. No additional information is available. If any additional information does become available, this report will be updated.